Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the material from the bc306 infant bonnet "loses form" quickly. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint devices were not returned to fisher & paykel healthcare in (B)(4) for evaluation. We have requested further information regarding this incident however, the hospital did not provide any further information. Without the return of the complaint devices or additional information we are unable to determine what may have caused the problem reported by the customer. If the complaint infant interface bonnets were returned for investigation they would have been visually inspected and the dimensions checked against the specification. All infant interface bonnets are visually inspected prior to being released for distribution, any bonnets that fail are rejected.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the material from the bc306 infant bonnet "loses form" quickly. No patient consequence was reported.